Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva expert system blood glucose results of 7.5 mmol/l and 2.8 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.